Event description:
Intermediate catheter use and its association with intraprocedural rupture during coil embolization of ruptured intracranial aneurysms: a retrospective propensity score-matched study. The time frame of this study was: january 2007 to december 2023. Multiple manufacturer¿s devices were used in the study population. The following medtronic devices were used: navien intermediate catheter (medtronic, irvine, ca, united states). No deaths occurred in the study population.  Among patient adverse events included: complications associated with the procedure were categorized as ischemic, hemorrhagic, or imc-related parent artery dissection, with ipr assigned as a hemorrhagic complication. Symptomatic complications were defined as an increase of =1  in mrs score compared with the preoperative level.). No further information was provided pertaining to medtronic products.

Manufacturer narrative:
G2: citation: authors: fuga m, ishibashi t, aoki k, kato n, kan I, hataoka s, nagayama g, sano t, tanaka t and murayama y. Intermediate catheter use is associated with intraprocedural rupture during coil embolization of ruptured intracranial aneurysms: a retrospective propensity score-matched study. Front. Neurol 15:1401378 2024. Doi: 10.3389/fneur.2024.1401378. Earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6. Patient codes corrected based on information reported in the literature article. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.